Manufacturer narrative:
Returned device was evaluated and performed within specifications. No issues were found that would result in the bg (blood glucose) meter reading incorrectly.

Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the reported hospitalization for diabetic ketoacidosis. Lot release records were reviewed and the product lot met all acceptance criteria. The omnipod¿s user guide warns to "test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results above 250 mg/dl, but do not have symptoms of hyperglycemia, repeat the test. If you have symptoms or continue to get results above 250 mg/dl, follow the treatment advice of your healthcare provider," and "if left untreated, dka can cause breathing difficulties, shock, coma, and eventually death." It advises ¿the easiest and most reliable way to avoid dka is by checking your blood glucose at least 4¿6 times a day. Routine checks allow you to identify and treat high blood glucose before dka develops."

Event description:
Patient reported flying on an airplane and going into diabetic ketoacidosis (dka). Patient was taken by ambulance to hospital and placed on both a saline and insulin drip. Doctors advised her that her pdm was reading incorrectly by about 80-100 points. Patient's blood glucose (bg) level was 240 mg/dl but the pdm was stating 150 mg/dl. Son took mother to another hospital ((B)(6) hospital). The patient was vomiting by the time she reached (B)(6) hospital. The customer was advised that she had an infection and was treated.